Event description:
It was reported that the analyzer had no sensing or outputs. The representative used a different programmer and the analyzer is being returned for analysis. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).